Event description:
The pb 840 ventilator was actively in-use on a patient and abruptly became inoperable and stopped functioning. The patient was removed from the ventilator and bagged by rt (respiratory therapist)/ nurse. The ventilator was pulled from the patient¿s bedside. This vent will be sent back to the vendor (B)(4) patient placed on another pb-840 ventilator. Patient remained stable during the entire incident. Upon investigation ventilator has a past pm due date of 4/24/2024 pm 20,000 hours (it is unknown how the customer is to know this).